Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, broken connector. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. There has been no response from the provider for additional information, therefore the initial mw will be submitted with the information provided. If/when new information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the silent nite 3d sleep appliance broke. Based on the device received, the connector is detached from tray. No date provided when the patient stopped using the device and the event date is unknown.